Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the suction nipple loose. Based on the result, we concluded that it was caused due to the excessive force applied on the suction nipple. In addition, our technician confirmed that the electrical pin connector corroded, the root brace rubber (lg connector) loose, the bending rubber worn out, and the u/d and the r/l pulley wires worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Suction nipple loosened.